Event description:
Vns pt has been experiencing more seizures since stimulation was initiated. It was reported that the pt normally has seizures at night, but now the pt has seizures both at night and during the day. The pt's seizures are now longer lasting than normal and they reportedly affect pt worse. It was reported that the pt has fallen twice and had to get stitches. Reporter indicated that the pt seems to be more sleepy than usual because of the increase in seizures. Pt's family member plans to tape the magnet over the device to stop stimulation while the pt is sleeping and follow-up with neurologist. Pt's neurologist indicated that the pt's seizure types have not changed from general tonic clonic seizure history. It was reported that there have been no medication changes or environmental stimuli that may have contributed to the seizure increase, although the pt did have a cold. The pt's condition is reportedly not worsening and there have been no adjustments to device settings recently.